Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter could not be identified from the obtained information. It is likely that the forceps channel was leaking, so it was not possible to properly reprocess and remove the foreign matter. Alternatively, it is also likely that the anti-friction material has leaked from the leakage point of the forceps channel. The detection method is described in the instruction manual evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection and instruction manual evis exera ii gif/cf type 165 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a fluid leak was not confirmed; while the instrument channel was confirmed to be leaking, there was no evidence of fluid/black water invasion. The following additional findings were also noted: assorted cracks, dents, and big scratches, peeling and cracked adhesive, multiple black dots on the image, missing locking pin, control knob play, and peeling labels and a missing scope cover name plate. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported that their evis exera ii colonovideoscope produced a compromised image; specifically, it was a gritty, dark image. The customer also reported that the scope was leaking an unidentified black fluid. There were no reports of patient or user harm associated with this event.

Event description:
On 12apr2023, a response to a request for clarification regarding the event was received. The customer confirmed that the issue occurred during reprocessing, and that to mitigate the issue the reprocessing team raised their concerns with the biomed following a leak test of the device. The reporter¿s job title was biomedical engineer.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.